Event description:
It was reported that the biomed has a arctic sun device that failed the calibration for an error 80 (water check time out - unable to reach calibration temperature; not cooling).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. Per email response, biomed repaired device onsite by replacing the mixing pump. Device was not coming in for repair. No patient involvement. It is known that the device did not meet specifications and that the device was influenced by the reported failure. The device was not in use on a patient. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the biomed has a arctic sun device that failed the calibration for an error 80 (water check time out - unable to reach calibration temperature) (not cooling). Per email response on 26jan2023, biomed repaired device onsite by replacing the mixing pump. Device was not coming in for repair. No patient involvement.